Event description:
A talent xcelerant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. Vessel morphology was reported to have moderate tortuosity and slight calcification. It was reported that the device was correctly positioned below the ostium of the renal arteries. The physician was deploying the stent graft by slowly rotating the deployment handle and noticed an elastic pull in the proximal direction. The stent graft was completely deployed, however, when the physician pulled the delivery system out of the patient, the nosecone was withdrawn into the graft cover and caused the delivery system to kink/compress upon itself. It was reported that the stent graft had slipped in to the aneurysm sac. The physician elected to convert the patient to an open surgical repair. No add'l clinical sequelae were reported and the patient is fine. The delivery system has been returned to medtronic and its analysis is pending. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product aneurx xcelerant stent graft system.

Manufacturer narrative:
Evaluation results and conclusions: pending device analysis.